Manufacturer narrative:
Testing in a laboratory at cobe cardiovascular revealed the following. No water-to-blood leaks were seen after two days under pressure and no blood-to-water leaks were seen after three hrs.

Event description:
Possible blood to water leak in the heat exchanger of an oxygenator. Realized when disconnecting the water from the heat exchanger.